Event description:
The customer reported being hospitalized due to high blood glucose, and the cannula was bent. Initially, the customer called requesting assistance with programming the replacement. Assisted the caller to walk through her alert settings and program. The blood glucose at time of call was 98mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.